Event description:
When switching on the power to the uninteruptable power supply (ups) for the multiview workstation, the ground fault detector responds. The installer touched the outer chasis of the ups and felt an electrical shock. There was no injury and no medical attention was required.